Event description:
It was reported that a progav (#fv425t) was implanted during a procedure performed in 2019. According to the complainant, the valve showed a malfunction and the patient described clicking that he could trigger by moving his neck. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 36 years. Weight: 100 kgs. Height: 185 cm. Gender: unknown. Same event as # 3004721439-2024-00012.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the valve has a blockage. Computer controlled test: because the valve is not permeable, a computer controlled test is not possible. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the deposits in the valve more visible, they were colored using a staining solution. Result: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine a blockage in the valve. The deposits visible in the valve may have led to the occlusion and/or the malfunction described. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.